Manufacturer narrative:
Findings: unit was unable to prime during prime/a33 test due to moisture damage on fsr. Unable to verify reservoir volume anomaly, units remaining in the status screen and test the low reservoir alarm due to prime/fill anomaly. Unit had minor scratched display window, cracked case at display window corner and cracked reservoir tube lip. Unit had moisture damage on electronic assembly and on motor.

Event description:
The customer reported via phone call indicating that the insulin pump had a moisture damage. Customer's blood glucose was unknown mg/dl. The customer stated that smell insulin and moisture on reservoir compartment. The customer was advised that the device would be replaced and agreed to return the product for analysis.